Event description:
It was reported, the patient is receiving adequate coverage in her left leg. Reprogramming was done; however, stimulation is still not reaching the patient's left foot. The patient reported, she has not had coverage in her left foot since the scs system was implanted. The patient is being referred for an x-ray and will follow up with her pain physician at a later date to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.